Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 23. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.